Event description:
22 yr old male s/p ross procedure on 7/13/95 required explant on 11/18/96 due to right ventricular outflow tract obstruction. Upon explant homograft was found to be extremely thickened: on some area approx. 5mm in thickness. Add'l cusps were torn or detached from the annulus & were flailing. 2 cusps were covered with cauliflower type structure similar to vegetation. Valve was replaced with another homograft. Posterier wall of original homograft could not be excised and was left in. Site relates this event to the homograft tissue.